Event description:
The plaintiff's attorney alleged that the patient experienced sudden cardiopulmonary arrest within hours of their last dialysis appointment and expired the same day. It was reported that the death occurred due to the administration of the product for dialysis treatment.

Manufacturer narrative:
This is 1 of 2 device reports for this event.